Manufacturer narrative:
It was reported by the customer that the device smoked therefore it was unplugged. No injury was reported related to the incident. No additional information was provided. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Smoking" when turned on